Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during an bronchoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the excelon transbronchial aspiration needle was used to successfully obtain a biopsy sample from the bronchial tree. The needle was removed from the patient. However, when the needle was extended in order to expel the sample, the needle punctured through and protruded from the side of the catheter. The biopsy sample from successfully retrieved from the device. The procedure was completed by taking an additional sample using another excelon transbronchial aspiration needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Visual inspection found the sheath torn and the device needle protruding out the side of the outer sheath from the base of the protective hub. It appears that the sheath may have stretched during use causing the needle to move and lodge between the sheath and needle protective hub. Once the needle is lodged, applying force to deploy the needle may cause the needle to puncture through the side of the sheath. (B)(4).

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during an bronchoscopy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the excelon transbronchial aspiration needle was used to successfully obtain a biopsy sample from the bronchial tree. The needle was removed from the patient. However, when the needle was extended in order to expel the sample, the needle punctured through and protruded from the side of the catheter. The biopsy sample from successfully retrieved from the device. The procedure was completed by taking an additional sample using another excelon transbronchial aspiration needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).